Manufacturer narrative:
Addendum: additional information received indicated that the patient underwent revascularization on (B)(6) 2012. Previously the event of coronary artery restenosis was reported with the event date of (B)(6) 2012, which was changed to (B)(6) 2012, as revascularization was performed on (B)(6) 2012, based on the additional information. Please note: has been updated to reflect the change of event date. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2012-00055 and 3003742446-2012-00056.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered elevated cardiac enzymes peri-procedurally and restenosis approximately 14 months post index. This is a (B)(6) female with medical history including hypertension, hyperlipidemia, and diabetes. During the index procedure, pci was performed on a 70% de novo lesion in the mid right coronary artery of 10mm in length in a 2.8mm vessel diameter. The type (a) lesion was not calcified. A 2.5x13mm cypher stent was deployed in the mid rca by direct stenting followed by a 3.0x8mm cypher stent at 16 atms, proximal to the previously implanted stent. There was no post-dilatation. The residual diameter stenosis measured 0%. Timi 3 flow was recorded pre and post-procedure, respectively. Additional information received from the cec adjudication minutes reported the patient experienced an elevated troponin I of 0.106 (uln 0.045) four days after the index procedure. The patient experienced right retroperitoneal bleed four days after the index procedure, this was captured as a non-complaint. The ECG core lab confirmed no new st-t abnormalities and no new q waves and echocardiogram demonstrated normal lv function. The site reported the initial elevated troponin I was not indicate a coronary event, but rather residual from her previous interventional procedure (index procedure). Approximately 14 months post index procedure, it was reported that the patient experienced chest pain. Poba was performed with in the index stent. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from (B)(4) from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and hyperlipidemia. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2012-00055 and 3003742446-2012-00056.

Event description:
As reported by the (B)(4) study, approximately 14 months after the index procedure, the patient experienced chest discomfort that was treated with ptca of a drug eluting stent in the proximal rca. During the index procedure, pci was performed on a 70% de novo lesion in the mid right coronary artery of 10mm in length in a 2.8mm vessel diameter. The type (a) lesion was not calcified. A 2.5x13mm cypher stent was deployed in the mid rca by direct stenting followed by a 3.0x8mm cypher stent at 16 atm, proximal to the previously implanted stent. There was no post-dilatation. The residual diameter stenosis measured 0%. Timi 3 flow was recorded pre and post-procedure, respectively. The patient experienced elevated cardiac enzymes (troponin I was 0.106) four days after the index. Additional information received from the cec adjudication minutes reported the patient experienced an elevated troponin I of 0.106 (uln 0.045) four days after the index procedure. The patient experienced right retroperitoneal bleed four days after the index procedure. The ECG core lab confirmed no new st-t abnormalities and no new q waves and echocardiogram demonstrated normal lv function. The site reported the initial elevated troponin I was not indicate a coronary event, but rather residual from her previous interventional procedure (index procedure).

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2012-00055 and 3003742446-2012-00056.